Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reports a 'combustion smell' occurred during surgery. The surgeon decided to stop the surgery after having performed 90%. It is suspected that the pt will need to be treated again due to an undercorrection. Additional information has been requested. Add'l info provided by the surgery nurse indicated the laser started without amy problems and the first eye was treated without problems. During surgery of the second eye, a sweeping noise occurred, the laser didn't shoot anymore. Therefore, the laser had been switched off. The surgery stopped at 87-90% progress. The surgery nurse contacted technical service and the setup menu was checked. The laser head seems to be the reason.